Manufacturer narrative:
Although the sensor involved in the reported event was not returned, we evaluated a sensor from the same lot. The retained sensor passed all tests including visual, continuity and skin temperature. The retained sensor was found to be functioning as designed. The reported injury most likely resulted from the use of a neonatal sensor that was far too small for the (B)(6) patient being monitored. The user was contacted and appropriate instructions and clarification was provided to augment training they have already received and to ensure the proper use of the sensor was clearly understood.

Event description:
A (B)(6) male patient experienced sensor "burn" on right great toe after the sensor was in place for less than four hours. Unable to obtain pictures, per the sales rep.